Event description:
The customer reported that the inner cannula would not fit on the reported suspect medical device. The customer reported that this was discovered during pretesting.

Manufacturer narrative:
(B)(4). The sample is currently in transit to the mfg site for analysis.

Manufacturer narrative:
One sample of a cuffless tracheostomy tube was received for evaluation. All dimensions were within specification. The failure mode was not confirmed in the received sample. (B)(4).